Event description:
It was reported "the extension line was found leak during used on the patient". No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer report of a leaking extension line could not be confirmed by visual inspection of the customer supplied photo. Full complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the extension line was found leak during used on the patient". No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).